Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong products are identified. (Expiry date: 10/2021).

Event description:
It was reported that approximately two years post port placement procedure, the patient experienced discomfort and pain near the port body. It was further reported that the port system was removed and a crack was allegedly found on the catheter. Patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter break and the identified deformation and worn issue, as a circumferential split was noted approximately 1.3 cm from the distal end of the cath-lock. The edges of the circumferential split appeared granular as well as rounded. The identified break is typical of flexural fatigue, which is due to the repetitive kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong products are identified in d2 and g4. H10: b5, d4 (expiry date: 10/2021), g3, h6 (device). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years post port placement procedure through the left subclavian vein, the patient experienced discomfort and pain near the port body. It was further reported that the port system was removed and a crack was allegedly found on the catheter. The procedure was completed using another device. Patient current status is unknown.